Manufacturer narrative:
Evaluation and as noted in section b5, the device was observed with cracked meniscus, minor cracks on video connector and minor scratches on distal edge . In addition, minor stains under light guide cover glass was determined. Dark spot on the image due to cracked meniscus was noted. A definitive root cause of the reported issue cannot be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the subject device was found with cracked meniscus, minor cracks on video connector and minor stains under light guide (lg) cover glass . There is no patient involvement on this reported event. No harm was reported.